Manufacturer narrative:
The complaint investigation for a false elevated architect stat high sensitive troponin-I result included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Historical performance of reagent lot 19042ui00 was evaluated using worldwide data. Tracking and trending was reviewed determined no trends were identified for the product related to the issue. Device history record review on lot 19042ui00 did not show any potential non-conformances, or deviations related to the complaint issue. The overall performance of architect stat high sensitive troponin-I reagents in the field was reviewed using worldwide data and determined that the patient median result for the lot is comparable with other lots in the field. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 19042ui00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer reported a false positive architect stat high sensitive troponin result for patients in the last 10 days. One patient sample generated an estimate value of greater than 1000 pg/ml and then was retested at another laboratory and generated normal results (approx. 100 pg/ml on a different method) for this patient. There was no impact to patient management reported.